Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a device site infection. Pt presented with a superficial wound on his battery pocket site. When opened, cloudy fluid was observed. Made decision after opening incision to explant the device, due to signs of active infection. The physician decided to do a complete explant. The devices were sent for cultures. The issue was resolved with device removal. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient reported that since implant, a spot in their back had never healed and their body was rejecting the implant. Patient was wondering if a manufacturing representative (rep) would come to the clinic. Patient stated their family doctor sent them to a clinic in mid wound (B)(6) to try to get the thing to heal. Patient mentioned the clinic they were referred to but they worked on it for 2 months and wouldn't heal so the clinic has come to a conclusion that the stimulator needs to be removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.